Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to the analyzer bay connection failing and not recognizing the analyzer, due to the link electronic module being electrically out of specification. The instrument was returned unrepaired due to a lack of components to repair. If information is provided in the future, a supplemental report will be issued.